Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a general complaint that 3-4 events occurring within a month where the tubing separated and leaked from the drip chamber. There was no patient harm.

Event description:
The customer reported a general complaint that 3-4 events occurring within a month where the tubing separated and leaked from the drip chamber. There was no patient harm.